Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows extensive electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings. The complaint was verified and the root cause was determined to be due to component failure. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) rate of ablation (2) fluid management (3) extensive use. There are no indications to suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during tonsillectomy/adenoidectomy, one metal electrode wire in the procise xp coblator ii fused after 5 min of use. It is unknown if there was a delay or how was the procedure completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended a complaint history review concluded this was an isolated issue. Please refer to the instructions for use for recommendations on damaged electrodes. A review of risk management files found that the reported failure was documented appropriately. A review of the return and tip assembly procedure requires a verification that the electrode and spacer are free of damage. Visual inspection under magnification of the wand shows extensive electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. During functional evaluation the device was connected to a compatible controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings. The complaint was verified. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) rate of ablation (2) fluid management (3) extensive use. There are no indications to suggest that the devices did not meet product specifications upon release into distribution.